Event description:
A report was received that the patient experienced pain and burning sensation at the ipg site. It was also noted that patient had difficulty charging the ipg and felt like it moved. The patient underwent revision procedure wherein the ipg was relocated.